Manufacturer narrative:
Investigation of this event is ongoing. This is one of two reports for this case. Please reference the related manufacturer report number 2015691-2016-01501.

Event description:
During a transapical tavr procedure for a 29mm sapien xt valve, the ascendra+ delivery system balloon burst during deployment and its distal tip (including balloon and nosecone) separated upon catheter removal. The patient has a porcelain aorta with aortic bifemoral grafts requiring the need for a sapien xt placed via the transapical route. Access in the right common femoral (rcf) was obtained and a temp pacing wire and pigtail were placed. Purse string sutures were placed and the apex was accessed. The ascendra sheath was placed and a 29mm sapien xt was prepped. A stiff wire was placed across the annulus and the ascendra+ (asc+) delivery system was inserted into the sheath. The xt valve was positioned 60:40 aortic/ventricular and deployed with rapid ventricular pacing and appropriate decrease in blood pressure. During deployment, the xt valve moved into the left ventricle and the operator pulled the system towards the sheath at which point it was felt that the ascendra+ balloon ruptured. Since the valve was a third deployed, they were unable to get the valve back into the sheath. They advanced the asc+ delivery system forward into the annulus, at which point the xt valve embolized aortic. An attempt was made to pull it back into the annulus and finish deployment but it was apparent that the balloon had ruptured since they were not able to expand the valve any further. The system was pushed aortic and when the delivery catheter was removed the nosecone and balloon affixed to the valve and severed from the delivery catheter. The apex became unstable and the ascendra sheath was removed with the extra stiff wire remaining in place. There was a small bleeding that occurred at the lv apex from a small tear, which was repaired with an extra pledgeted suture. The wire was snared from the femoral access and pulled dragging the valve frame, nosecone and balloon into the abdominal aorta. A 16fr esheath was placed to retrieve the valve and broken nosecone of the delivery system. They were able to pull the asc+ nosecone/balloon back into a 16fr esheath. The balloon and nosecone became free from the xt valve and were removed. The partially collapsed xt valve was contained inside the esheath. As the esheath was retracted the xt valve was pushed towards the tip, so it was decided to place a 20x4 bav balloon in the sheath and use it to push the xt valve into the distal aorta and deploy it there. The xt valve was deployed to the distal aorta and opposed the aortic wall. The esheath was successfully removed. A second 16fr esheath was placed past the deployed xt valve and a 29mm sapien 3 valve was prepped and inserted into the body via transfemoral approach. It was advanced into the annulus and deployed 80:20 aortic/ventricular with mild paravalvular leak (pvl) by tee. All devices were removed and the surgical access sites were closed and the patient was transferred to the unit for post op management. Post procedure, the patient had gi bleeding and after multiple transfusions the family decided to withdraw care. The patient expired from shock 2 days after the procedure. It was felt that the aortic embolization was the result of the balloon rupture from the porcelain aorta. This also resulted in the severed catheter shaft. The aortic valve diameter measured 24mm x 33mm with moderate valve calcification. Baseline ejection fraction of 30%.